Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was blood noted under the lubricious coating of the lead past the trifurcation. No signs of lead failure were observed. The lead is functioning ok with testing. Blood was also noted in the header. The lead remains in use. No patient complications have been reported as a result of this event.